Event description:
The customer reported that they received questionable results for one patient tested for ion selective electrode (ise) sodium, ise potassium, and ise chloride. Of the three tests, the sample had erroneous results for ise sodium and ise potassium which were reported outside of the laboratory. The sample initially resulted as 157 mmol/l for ise sodium and 5.78 mmol/l for ise potassium. These results were reported outside of the laboratory as 157 mmol/l for ise sodium and 5.8 mmol/l for ise potassium. The doctor did not believe the initial results, so he requested collection of a second sample. The second sample from the patient was tested and resulted as 142 mmol/l for ise sodium and 4.15 mmol/l for ise potassium. These results from the second sample were reported outside of the laboratory as 142 mmol/l for ise sodium and 4.2 mmol/l for ise potassium. The original sample was then repeated on (B)(6) 2015, resulting as 147 mmol/l for ise sodium and 4.27 mmol/l for ise potassium. The original sample was also repeated on another c501 analyzer on (B)(4) 2015, resulting as 148 mmol/l for ise sodium and 4.35 mmol/l for ise potassium. The patient was not adversely affected. The ise sodium electrode lot number was f26, with an expiration date of october 2015. The ise potassium electrode lot number was m89, with an expiration date of november 2015. A specific root cause could not be identiifed. Based on the information provided, it is most likely that mis-sampling of the patient sample occurred due to poor pre-analytical sample handling. The sample clotting time was found to be too short and the centrifugation time was too short. It was also noted the customer used serum to activate the electrodes. It is recommened to use activator to activate the electrodes.

Manufacturer narrative:
This event occurred in (B)(6).